Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after implant the patient was on morphine for about 2 weeks, ¿sedating him way too much.¿ the patient went into a coma and was on a ventilator for four months. The pump was turned off for 4 months and the patient did not want it turned back on. At that time, the patient¿s health care provider (hcp) talked to the patient about trying baclofen and bupivacaine in the pump. Since the pump was off for four months, it was uncertain if the pump would work. They had been backing off the medication for a while until the patient got a certain level and it was too painful.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Shortly after the device was implanted, the patient was found unconscious on the floor. The reporter believed, the healthcare provider (hcp) administered the patient too much morphine. The patient was hospitalized for 4 months. Morphine was noted as being removed; and baclofen, marcaine, and lidocaine were in the patient's pump. Additional information has been requested, but was not available as of the date of this report.